Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: lead, model: 3189, UDI: (B)(4), serial: (B)(4), batch: 7672834."

Event description:
It was reported that the patient system diagnostics recorded high impedances on a lead, and as a result had ineffective therapy. Surgical intervention took place where the lead was explanted and replaced to address the issues. Therapy restored. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.